Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV catheter leaked after use. The following information was provided by the initial reporter: after catheter placement, drug leaked from the catheter. When hcp confirmed after a while, leakage stopped. Customer suspects there was a pinhole from the beginning.

Manufacturer narrative:
H.6. Investigation summary four photos and one used sample was received by our quality team for evaluation. From the photos received it was observed that there was leakage at the catheter near the adapter. Upon visual inspection of the sample, it was observed that there was damage to the catheter. The sample was subjected to catheter leak testing and no abnormality was observed; therefore, the incident could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, the damaged catheter could have occurred during product application when the product was manipulated or during assembly of the catheter. CAPA 590840 was started to further prevent it from occurring during the assembly of the catheter. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte¿ IV catheter leaked after use. The following information was provided by the initial reporter: after catheter placement, drug leaked from the catheter. When hcp confirmed after a while, leakage stopped. Customer suspects there was a pinhole from the beginning.